Event description:
Additional information: there was no patient involvement. It was the hospital site that reported the mobile power unit (mpu) malfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit not functioning properly was not confirmed. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Additional information communicated on (B)(6) 2021 indicated that (B)(6) was discarded. The root cause of the reported event was unable to be determined. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on (B)(6) 2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the mobile power unit not functioning properly was not confirmed. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Additional information communicated on (B)(6) 2021 indicated that the mobile power unit (serial #: (B)(6) was discarded. Multiple good faith efforts were sent asking why it was believed the mobile power unit was not working and if any alarms occurred however, to date no response has been received. The root cause of the reported event was unable to be determined. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 01dec2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients mobile power unit was not working correctly. He noted that the light turned green when plugged in but he felt that the mobile power unit was not working. The patients mobile power unit was replaced.